Event description:
It was reported that a spectrum pump had system error 322 alarms int he history log. It was also reported that there was no pt involvement, as the issue was found during preventive maintenance.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.